Event description:
It was reported that a peritoneal dialysis (pd) patient's contact discovered a fluid leak on the inside of the cassette door of the patient's cycler during their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 1 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cassette was not loose. The patient contact was advised to allow the cycler to dry and to follow up with the patient's peritoneal dialysis nurse (pdrn). It was not reported if an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. The complaint product sample was visually inspected and no damages were observed in film or hard plastic of cassette; the cycler set is acceptable. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period, no alarms were experienced. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient's contact discovered a fluid leak on the inside of the cassette door of the patient's cycler during their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 1 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cassette was not loose. The patient contact was advised to allow the cycler to dry and to follow up with the patient's peritoneal dialysis nurse (pdrn). It was not reported if an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.